Event description:
In 2000; the patient had a therapeutic procedure, placement of ultraflex tracheobronchial stent for treatment of right main stem and bronchus intermedius bronchomalacia. Patient had presented with long term history of shortness of breath. December 1999 patient was diagnosed with symptomatic right main stem bronchial collapse. The ultraflex stent was in place for approximately two years prior to removal. The ultraflex stent was removed over the course of two bronchoscopies 2 days apart in 2002. The removal of the stent was due to recurrent aspergillus infection, granulation of tissue, airway obstruction and breakage of stent.